Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to high blood glucose level of 375 mg/dl and broken wrist. Customer experienced symptoms related to their high blood glucose such as nausea, vomiting, abdominal pain and difficulty breathing. Blood glucose was 328 mg/dl at the time of the call. Customer treated the high blood glucose with insulin pump. The customer was wearing the insulin pump at the time of admission. Customer stated the blood glucose has been high as a result of broken wrist. Troubleshooting for high readings was performed. The insulin pump was not replaced or returned for analysis.